Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the pacing lead, the helix was difficult to extend and placement difficulties were encountered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.